Event description:
The wife of a cypher stent recipient called for cordis for medical info and also reported an adverse event. The pt had 2 cypher stents implanted in the proximal and mid-lad in 2004. The wife reported that in 2006, the stents "malfunctioned." The pt was hospitalized and the stents were "redone" with 2 titanium stents. The details are not known. The pt would not give permission for cordis to contact his physician.

Manufacturer narrative:
Additional info will be submitted within 40 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #: 3003742446-2009-00111.